Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion procedure. It was reported that the stealth midas had intermittent navigation information. No further information was provided. Additional information was received stating that there was a 10 minute delay in the case. There was no impact on patient outcome. They navigated a gear shift in lieu of the drill. The communication between the imaging system and the navigation system were fine. The midas was no being seen by the camera. Some troubleshooting was done to fix the issue, but in the interest of minimizing delay, and with other tools on the table that navigated accurately, the health care professional moved on. The issue may have been user error or situational. The site used a different instrument to complete the case.